Event description:
The event is reported as: the bronchial double lumen tube was used during anesthesia, the cuff was leaky. The cuff was checked and the patient was intubated. During surgery the cuff leaked. The patient was re-intubated. No patient injury report.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.